Manufacturer narrative:
The pn: 380747-40 dv5 robot unit was returned for failure analysis, and the reported issue was confirmed but could not be reproduced. Reviewed error logs in artemis/lighthouse and confirmed that errors 307/319 did trigger in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was powered on, and no errors were observed. The unit was power cycled multiple times, and the system was still healthy. The system was left idle overnight, and no errors were triggered. As a result of these findings, failure analysis concluded that no root cause could be attributed to this issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The unit with pn: 658350-10 was returned for failure analysis, and the reported issue could not be confirmed or reproduced. Error logs from artemis/light were reviewed, and errors 307/319 were triggered, pointing to the robot madd node. Upon visual inspection, no issues related to the reported event were found. The unit was installed on the known good in-house system, and it did not trigger any errors. The unit passed all functional tests and was working as designed. Based on these findings, the failure analysis team concluded that this unit was a wrong part return. Although the error codes point to the robot console the probable root cause cannot be traced more specifically based on failure analysis not replicating the issue with an in-house system.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system had a 307 non-recoverable fault. Customer stated that the issue has occurred again even though the field engineer was recently at the site. Technical support engineer (tse) recommended to power cycle the system. Site performed this and was able to power the system back on successfully. Surgeon was frustrated and hesitant to use the system. Tse stayed on the line until the surgeon was proceeding. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse was unable to replicate the reported issue. Fse power cycled multiple times and was unable to replicate the issue. Fse replaced the pce, but the issue reportedly remained. Fse replaced pn: 380747-40 to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.